Event description:
It was reported that during the implant procedure, the lead could not fix well due to the patient's sever myocardial fibrosis. The lead experienced high threshold and high impedance. The physician did not implant the lead and a new lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date and expiration date cannot be determined. (B)(4).